Manufacturer narrative:
Evaluated one opened/used enlite sensor and found needle separated from sensor and retracted inside needle hub unable to confirm customer confirm customer received sensor in said condition due to customer return sensor opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor did not contain a needle. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.